Event description:
A report was received that the patients battery and her body gets too hot. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned and replaced per physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients battery and her body gets too hot. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned and replaced per physicians preference. The patient was doing well postoperatively.